Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Pleural effusion and cardiac tamponade are potential events that may be associated vad implant procedures. The IFU provides guidelines for surgical and medical management of pleural effusion and cardiac tamponade. Patients implanted with vad's have a long history of chronic and/ or severe heart failure which may which may contribute to the development of pleural effusion and cardiac tamponade. With review of the available clinical data there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the tamponade is the patient's history of chronic, severe heart failure; recent anticoagulation therapy, and surgical technique. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on post-operative day 16 of lvad implantation via sternotomy approach, this patient experienced "low flow" alarms, labored breathing, and a drop in pump flows from 4.5-5.0 liters per minute (lpm) to 2.0-2.2 lpm. By the time the vad coordinators arrived at bedside, the patient was being reintubated by intensive care unit (ICU) staff and hvad monitor flows were noted to have decreased further to 0.5-1.0 lpm. Cardiopulmonary resuscitation (CPR) was performed for approximately fifteen minutes with return of spontaneous circulation. The patient was subsequently started on levophed, vasopressin and epinephrine drips to maintain a mean arterial pressure (map) of 80mmhg. A bedside echocardiogram revealed a "sizable pericardial effusion". The patient was subsequently taken to the operating room (or) for wash out and pericardial window. He was last reported to still be hospitalized but doing better. The patient has been weaned off all inotropes and vasopressors, is using a tracheostomy collar, and responding to commands.